Manufacturer narrative:
Product return was requested but not received so far. Full evaluation will occur upon receipt of returned product.

Event description:
Consumer sent e-mail stating a small metal bit from the inner shaft of the toothbrush came out while brushing. No injury was reported.